Event description:
Customer reports a neonate received blood glucose result of 131 mg/dl obtained on the inform system and a result of 90 mg/dl obtained on a lab value. The day before the same neonate received blood glucose result of 151 mg/dl obtained on the inform system and a result of 96 mg/dl obtained on a lab value. All comparisons were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.